Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) will be replaced due to possible malfunction. This device was explanted and replaced. No additional adverse patient effects were reported. Additional information was received that prior to this explant, there was fluctuating right ventricular (rv) pace impedance measurements measuring greater than 3,000 ohms. Troubleshooting was performed in which no noise or impedance changes could be reproduced. A save to disk analysis was completed and the engineers suspected an rv lead issue with a possible terminal pin or set screw issue. A chest x ray was performed prior to the aforementioned surgery, which did not reveal anything definitive. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) will be replaced due to possible malfunction. This device was explanted and replaced. No additional adverse patient effects were reported. Additional information was received that prior to this explant, there was fluctuating right ventricular (rv) pace impedance measurements measuring greater than 3,000 ohms. Troubleshooting was performed in which no noise or impedance changes could be reproduced. A save to disk analysis was completed and the engineers suspected an rv lead issue with a possible terminal pin or set screw issue. A chest x ray was performed prior to the aforementioned surgery, which did not reveal anything definitive. No additional adverse patient effects were reported. Additional information was received that this ICD had originally been replaced due to infection.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) will be replaced due to possible malfunction. This device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has been returned for analysis. A supplemental report will be filed upon completion.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) will be replaced due to possible malfunction. This device was explanted and replaced. No additional adverse patient effects were reported. Additional information was received that prior to this explant, there was fluctuating right ventricular (rv) pace impedance measurements measuring greater than 3,000 ohms. Troubleshooting was performed in which no noise or impedance changes could be reproduced. A save to disk analysis was completed and the engineers suspected an rv lead issue with a possible terminal pin or set screw issue. A chest x ray was performed prior to the aforementioned surgery, which did not reveal anything definitive. No additional adverse patient effects were reported.